Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple errors. The customer¿s blood glucose level was 212 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The insulin pump passed displacement test but failed self test. The customer unable to enter auto mode. The insulin pump will not be returned for analysis.